Manufacturer narrative:
The issue was resolved after service maintenance was performed. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The electrode lot number is y11 with an expiration date of 26-apr-2025. The field service representative performed service maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 900 module. The initial result was 128 mmol/l. The repeated result was 136 mmol/l.